Manufacturer narrative:
Patient information was unavailable from the site. A medtronic representative inspected the imaging system on-site. Replaced mobile view station (mvs) f11 & f12 20a fuses. Performed gain calibrations. System is working to manufacturer specifications. The blown fuses have not been received by the manufacturer for evaluation. An electrical failure mode was confirmed, with the root cause being blown fuses. A full imaging system check-out was completed following fuse replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system would not power on. It was reported that the system was brought into the operating room, plugged into a power outlet, and the system could no longer be powered on. The power line light was also not illuminated. The use of the imaging system and medtronic navigation were discontinued because of this issue. There was a reported delay to the procedure of less than 1 hour due to this issue, and the procedure was completed successfully. The patient was not impacted.